Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reby1016 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the PICC line was placed on (B)(6) 2018. An x-ray showed that the PICC had broke and a segment had migrated to the right atrium. The patient was "well with no heart palpitations" so the physicians discussed and decided to leave it. No patient injury reported. However, after about 10 days, the decision was taken to pull the line back out and the securacath device was clipped back on securely. The patient returned today and the line had managed to migrate (out by 17cm) through the secure device and upon examination it looked like the line diameter had shrunk/stretched in comparison to the exit length.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of catheter migration was inconclusive due to the nature of the complaint and the condition of the sample. One 4 fr s/l powerpicc solo was returned for investigation. The catheter had been trimmed at the 47cm depth mark. What appeared to be tape residue was observed on the external surface of the solo connector and the extension leg tubing. The outside diameter (od) of the catheter tubing was within specification. Potential contributing factors of the reported event include securement technique and patient movement. The product IFU provides the following instructions for securing the powerpicc solo catheter. The statlock¿ catheter stabilization device is included in powerpicc solo2¿ catheter kits. Please refer to instructions for use on the proper use and removal. The statlock¿ catheter stabilization device should be monitored daily and replaced at least every seven days. Caution: to minimize the risk of catheter breakage and embolization, the catheter must be secured in place. The statlock¿ stabilization device procedure: secure catheter with the statlock¿ stabilization device. Cover site and the statlock¿ stabilization device with transparent dressing. Place anchor tape sticky side up, under hub. Wedge tape between hub and wings. Chevron anchor tape on top of transparent dressing. Tape strip stabilization procedure: place 1st anchor tape over wings or junction. Cover site and 1st anchor tape with transparent dressing up to hub, but not over hub. Place 2nd anchor tape sticky side up under hub and close to transparent dressing. Wedge tape between hub and wings. Chevron 2nd anchor tape on top of transparent dressing and place 3rd anchor tape over hub. Verify placement: piccs should be positioned with the catheter tip in the lower 1/3 of the svc. Verify correct catheter tip position using radiography or appropriate technology. A lot history review (lhr) of reby1016 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the PICC line was placed on (B)(6) 2018. An x-ray showed that the PICC had broke and a segment had migrated to the right atrium. The patient was "well with no heart palpitations" so the physicians discussed and decided to leave it. No patient injury reported. However, after about 10 days, the decision was taken to pull the line back out and the securacath device was clipped back on securely. The patient returned today and the line had managed to migrate (out by 17cm) through the secure device and upon examination it looked like the line diameter had shrunk/stretched in comparison to the exit length.